Manufacturer narrative:
He complaint sample was examined and confirmed a hairline fracture at the bottom of the ampoule. This has resulted in the liquid contents leaking from the ampoule which have then interacted with the ampoule packaging, causing it to deform and discolour. (B)(4) was raised to implement a change in the blister tray process ¿ (B)(4) packaging in order to improve robustness and prevent ampoule damage. This CAPA has been successfully implemented hence transit stresses should be minimal. In light of this, the most likely root cause for this failure mode, is that a hairline fracture was present in the ampoule, which could have occurred from the ¿bumping¿ of ampoules along the production line during the liquid filling process. This fracture has been amplified during transit due to transit stresses, which has resulted in the ampoule liquid contents leaking and discolouring the ampoule packaging. The number of complaints received for this failure mode will continue to be monitored and if an increase is observed then the new measures implemented will be reviewed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The inner sterile package inside the un-open box was open and it was presenting a yellow color. The liquid fro the cement was open.